Manufacturer narrative:
E1 - initial reporter phone: (B)(6) b3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿the pump fails the distal occlusion testing between 8-9 psi" was replicated during testing. The most probable cause was the calibration of downstream occlusion (dso) sensor. Recalibrated dso sensor, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump fails the distal occlusion testing between 8-9 psi¿; during device evaluation it was found the downstream occlusion (dso) sensor was out of calibration. No patient involvement was reported.